Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture. A threshold test was performed on this lv lead and confirmed no capture was found on any vector. A boston scientific technical services (ts) consultant recommended a chest x-ray. This lead remains in service. No adverse patient effects were reported.